Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported patient expiration cannot be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system instructions for use lists bleeding, death, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 05 mar 2019 via (B)(6). No further information was provided. The manufacturer is closing the file on this event..

Event description:
It was reported that the patient was hospitalized for subtherapeutic international normalized ratio (inr) and was placed on a heparin drip to bridge. The patient had coagulation labs and supratherapeutic clotting times were noted. The patient experienced an intracerebral hemorrhage and passed away on (B)(6) 2020. The patient's pump will not be returned. The health care provider stated that the left ventricular assist device (lvad) was reported to be functioning as expected.